Manufacturer narrative:
Evaluation summary: the hawkone was received for evaluation. No cine images from the procedure were received. The device was received attached to its cutter driver unit. The device was received loaded on a 0.014compatible guidewire and the distal assembly exhibited a 'zippered' guidewire lumen. No additional damage was noted to the distal assembly.

Event description:
Physician attempted to treat patient at the left proximal superficial femoral artery using a hawkone directional artherectomy device. Lesion was not pre-dilated. IFU was followed. It is reported the thumb switch was pushed with excessive force and the pressure on the switch was so great that it ruptured the packing sleeve on the device. Plaque escaped and caught on the wire. Wire and device became locked-up together. Device and wire were removed in tandem. A second hawkone and wire were used to complete procedure. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.